Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Stroke may occur during this type of procedure and as listed in the xact instructions for use, stroke is a known potential adverse event associated with the use of the product. A definitive cause for the reported patient adverse effect and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.

Event description:
It was reported that twelve days after the implantation of the xact stent in the right internal carotid artery, the patient experienced a stroke with right-sided weakness, slurred speech, and swallowing difficulty. A temporary nasogastric tube ws inserted. The patient condition has improved and the patient was discharged to a rehabilitation facility to improve right side motor function deficits. There was no additional information provided.